Event description:
Pt was in physical therapy on 'tilt machine' and had been placed in a horizontal position with straps loosened. Physical therapist turned away to request assistance, when the tilt machine malfunctioned and repositioned itself to a 15-10 degree angle allowing the pt to slide forward and fall on to the floor. Fall resulted in a laceration to the forehead requiring 9 sutures. A CT scan ruled out any fractures to pt's neck, etc. Biomed could not duplicate the problem.